Event description:
It was reported that during an implant attempt, the right atrial lead insulation was damaged during repositioning and during removing the sheath. The lead was not implanted and another lead was successfully used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed the lead was stretched. The outer insulation was kinked/buckled, the tip was bent, and there was damage at implant.